Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no further interventions were taken/planned and they decided not to explant the device unless the skin should rupture or an infection should occur. It was further reported they would leave the issue as is. There was no infection at the site but only an aesthetic issue.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# 0208366460, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) migrated due to the patient being very skinny. The shape of the ins was also bad. The ins was implanted subclavically. The cause of the event was the shape of the ins and low weight of the patient. No troubleshooting was done and no interventions were taken yet. The issue was not resolved at the time of this report. The patient was alive with no injury. No actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.